Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: MFR reference report: 1627487-2019-00414. It was reported that the patient is experiencing inadequate pain relief due to high impedance. The patient reported having a fall on the week of (B)(6) 2018 and the therapy changed after the fall. Reprogramming was attempted without success. Surgical intervention may take place to address the issue.

Event description:
Device 2 of 2: MFR reference report: 1627487-2019-00414. It was reported that the lead was explanted and replaced on (B)(6) 2019. The patient has effective stimulation.

Event description:
Device 2 of 2: MFR reference report: 1627487-2019-00414.